Manufacturer narrative:
(B)(6) 2018. (B)(4). Philip's international service technician confirmed the reported touchscreen issue. The service technician unsuccessfully attempted to calibrate the touchscreen. The technician replaced the touchscreen to address the reported problem. The unit was checked overall and no abnormality was confirmed.

Event description:
The customer reported that the touch position at the top right of the touchscreen did not work. There was no patient involvement. The event date was not specified, estimate used.